Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Another relevant device is: product ID: [enveor-n-us] serial/lot [(B)(4)] use by date [2018-05-12], (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the native aortic valve. Echocardiogram identified moderate paravalvular leak (pvl). Post-implant balloon aortic valvuloplasty (bav) was performed with minimal improvement in the pvl and an increase in left ventricle end diastolic pressure (lvedp). Echocardiogram revealed a moderate central leak. Subsequently, another transcatheter bioprosthetic valve was attempted to be implanted valve-in-valve. The nose cone of the delivery catheter system (dcs) used to advance the second valve, became caught up in the outflow of the implanted valve¿s frame. The dcs was unable to advance or retract the second valve. More force was applied to the dcs, causing back tension and resulted in the dislodgement of the first valve. The dcs was still trapped in the outflow frame of the first valve. The dcs and first valve were pulled up into the transverse aorta. Additional back tension was applied to the dcs, allowing the first valve to be released from the nose cone in the transverse aorta. The placement resulted in moderate pvl. The dcs with the second valve still within the capsule was removed. Another transcatheter bioprosthetic valve, was loaded on another dcs. Two snares were used to pull the first valve to an area where the valve would not move and hold the valve in place. The third valve was advanced without issue and successfully implanted. Upon completion of the procedure the first valve remained in the transverse aorta. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that prior to the implant of the valves, a computed tomography (CT) scan identified an extensive area of calcification, that extended into the left ventricular outflow tract and the risk of paravalvular leak (pvl) was known. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this and the associated product met all manufacturing specifications for product released for distribution. Paravalvular leak and central regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions; however, a conclusive cause could not be determined. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels and in this case, it was due to the dcs most likely not being coaxial upon being withdrawn. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. If information is provided in the future, a supplemental report will be issued.